Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the subject meter was reading inaccurately on (B)(6) 2017, when she obtained alleged inaccurately high blood glucose results of 449 mg/dl at 10:10am, 425 mg/dl at 5:10pm, 360 mg/dl at 8:50pm and 304 mg/dl at 11:10pm. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She indicated that after obtaining the results, she increased her rapid acting insulin doses to 35 units at 10:10am, 30 units 5:10pm and 25 units at 8:50pm. She reported that during the afternoon of (B)(6) 2017, she developed symptoms of ¿shaking and sweating and had stomach pains¿. She reported that she drank coffee with sugar and felt better. She indicated that during the morning of (B)(6) 2017, she obtained an alleged inaccurately high blood glucose result of 409 mg/dl on the subject meter compared to a result of 200 mg/dl on a doctor/clinic meter. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaking, sweating and stomach pains, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering increased doses of insulin.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.